Manufacturer narrative:
The device was returned to olympus for inspection, and the customers report was confirmed; the tissue pad was worn out and partially peeled off. A root cause could not be identified. Based on past investigation results, the reported events are inferred to have occurred through the following mechanism: 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. The event can be prevented by following the instructions for use which state: ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic surgical instrument tissue pad at the tip came off during use in a colectomy procedure. Nothing fell into the patient. There were no reports of patient harm. The device was replaced, and the procedure was completed.